Manufacturer narrative:
The only impacted client was notified of the issue on (B)(6) 2017 and the issue was resolved on (B)(6) 2017. Cerner corporation considers the issue resolved and no further narrative is required for follow-up.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as caretracker® or powerchart ltc® nor are these products currently actively regulated by the FDA. This report documents information related to an issue identified with functionality included in cerner's caretracker and powerchart ltc. The issue occurs when fluid intake and output (I/o) observations are documented in powerchart ltc and integrated into caretracker. When the I/o observations are sent from powerchart ltc into caretracker, the timestamp is in utc format rather than the local time where caretracker is located. This could result in the incorrect fluid I/o total amounts for a defined time period displaying in caretracker. Patient care could be adversely affected if treatment decisions are made based on incorrect I/o totals. Cerner has not received communication on any adverse patient events as a result of this issue.